Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency department visit and hyperglycemia.

Event description:
The patient reported that a pod began beeping and the controller displayed the error message: ¿critical pod fault ¿ check voltage open wire (19-02548-15346-069).¿ following the pod failure, the patient experienced a rise in blood glucose to 14 mmol/l (252 mg/dl) and sought emergency medical care on (B)(6) 2026 at a local hospital. During evaluation, the patient experienced headache and nausea and was diagnosed with hypercalcemia. Medical staff administered insulin using an insulin pen to reduce the elevated blood glucose level. The patient remained in the facility for approximately four hours and was discharged the same day. The pod was worn during medical assessment.